Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: there was no patient involvement. 8015 did not update new library. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls v9.12.40 pcu dom a/b/g. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) had a pcu8015 did not update new library pcu sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I had (B)(6) checked network status on the pcu. I was connected to server but the network connection was on and off. (B)(6) said she may not have a good access point for the network. She will move the pcu to different location to see if it will stay connected with server. If she still have problem, she will call us back. (B)(4).